Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had been hospitalized for high blood glucose levels. The customer's blood glucose level was 590 mg/dl. The customer reported high blood glucose symptoms of blurry vision and being mentally incapacitated. Customer said that the doctor recommended she call us because insulin was not being pushed through to the infusion sets. Customer was unable to troubleshoot for problems with the pump and she didn't mention getting a no delivery alarm. No further information was reported.